Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspection of the first device noted that the tip of the inflation syringe was broken off and lodged into the inflation port. The lock collar, flapper valve and doors appeared intact. The obturator was not received. The condition of the first device precludes functional testing. The visual in section of the second device noted that the obturator, balloon, lock collar, flapper valve and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing, using a test syringe the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken syringe lodged into the inflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adrenalectomy, two devices were used and the device¿s balloon did not inflate while being used in inserting trocars. The physician even broke the syringe trying to inflate the balloon. They opened the third device and they were able to complete the case. There was no injury caused to the patient and no medical intervention was required.